Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Abiomed medical safety officer reviewed this complaint and determined that ventricular tachycardia can be associated with the 2nd impella device on this report. However, there is not enough evidence to exclude the impella cp pump 1 used as an associated factor in the patient's outcome. There was an interruption in the procedure as a result of the device malfunction (no purge noted exiting the pump). However, it must be noted care was withdrawal because the patient never quite recovered. The demise outcome will be captured under the first impella cp manufacture report number 1220648-2025-29558 follow up report number 1.

Event description:
The complainant reported that the patient underwent ventricular tachycardia during support on a second impella cp. Norepi weaned off and started lidocaine drops. The patient later expired however that will be captured on manufacture report number 1220648-2025-29558 follow up report number 1.